Event description:
It was reported that during preventive maintenance (pm) performed by the getinge field service engineer (fse) found that the cardiosave intra-aortic balloon pump (iabp) unit failed pim and drive manifold test. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, e1(event site telephone), g1 (contact person ¿ mfg site), g3, g6, h2, h6(type of investigation, investigation findings, component codes , investigation conclusions), h11. Corrected fields - g2. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, unit failed drive manifold leak test during pm inspection. Fse removed and replaced the drive manifold assembly and performed leak test. Unit is now passing with acceptable ranges. A full pm has been performed, unit has passed all test and calibrations and is now ready for clinical use.

Event description:
N/a.